Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were not happy with the therapy and they can't figure out how to turn it down. Caller stated that they turned it up pretty high when they first got it and they wanted to lower it because it was constantly going off and vibrating and it gets uncomfortable but they couldn't. Caller added that they think the manual that comes with it was very confusing and it doesn't help them; they have an appointment with their healthcare provider (hcp) in two weeks and they were going to have them remove the device because it made things worse. Caller noted that it was better before they had the implant done but now they were getting up 6 times a night sometimes and during the day when their problem was nighttime and now it's daytime and nighttime so they had to go out and buy themselves some disposable underwear because they were peeing in their underwear, mopping the floor, and taking the shower in the middle of the night. Caller also mentioned they were a heart patient and because of the weather they're drinking a lot of water. Caller stated they were just used to holding it for 12-13 hours plus because they're a retired nurse and the hcp said nurses were their biggest clients and that was damaged and they had some scar tissue or whatever but they had skepticism about it working and they were right. Agent asked caller if they have tried with different programs and patient didn't answer. Agent offered to walk caller through lowering the stimulation but caller was unable to do so at the time of the call because they needed to charge their external devices. Caller will call back once devices were charged up. Redirected to hcp to further address the issue. Patient's scheduled to follow-up with hcp in 2 weeks. Patient call back with the devices but requested to reach the same agent that assist before to not start all over again, patient agreed to received a call back later today. Agent called patient back and it went straight to voicemail.